Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a biopsy procedure it was difficult to remove the needle. When the needle was removed it was noted to be bent. The patient felt discomfort during the removal. Additional information received noted, "patient outcome is unknown at this stage. She has not yet received her results so I don't know the extent of any bruising."